Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed and one error(e-193) was found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information received on 09/25/2025 and that has been updated in this follow up report. Due date has been updated. In box a: patient identifier has been updated. In box e: reporter first and second name, reporter phone and reporter email have been updated. In box g: date received by mfg has been updated.